Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a colostomy takedown procedure, the device was fired for the first time and had malformed staples and a large leak. They had to open the patient and the patient had to retain the colostomy. On 2/12/2010, was informed that no additional information is available.